Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an unknown call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: the pump's black box from the date of the event has been overwritten due to continued use of the pump. No alarms were observed in the current black box or alarm history. During testing, the pump performed the ezprime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no cs alarms occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.